Event description:
It was reported that prior to the start of a da vinci-assisted gynecology myomectomy surgical procedure, the system repeatedly displayed error 32101 on universal surgical manipulator (usm) arm 1 and two system restarts had already been attempted without improvement. Technical service engineer (tse) confirmed error 31201 indicating an issue with the acs on the first unit, and guided the caller through a power cycle including a hard power cycle and use of the emergency power-off on the power supply. The issue had not been resolved after these steps, and it was communicated that usm arm 1 could not be used and could be disabled to proceed with fewer arms, though it was unclear at that time whether the procedure would continue or be converted. Intuitive followed up and obtained additional information. The procedure was performed using only three arms, with no adverse effects on the patient; so, the assistant could not operate under the control of the fourth arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.